Manufacturer narrative:
Additional information has been requested and, if received, will be provided in the supplemental report.

Event description:
A revision surgery was reported; underlying reason not specified.